Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. It was reported the patient obtained blood glucose result of "248 mg/dl" with the subject meter. Results obtained with the other device were not specified. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. Immediately after, the reporter claims the patient felt symptoms of nausea and upset stomach. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "nausea and upset stomach" does not meet lifescan's criteria for a serious injury. The reporter also denied the patient received treatment as a result of the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.